Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 600 mg/dl, at the time of incidence. Customer reported that they was okay to troubleshoot for high blood glucose. The customer reported that they had recently changed the infusion set. The insulin pump will be returned for analysis.